Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure that the shaft of the curved cannula was found to not be fixed and rotated freely. The procedure was completed with a backup cannula. Intuitive received the following additional information via follow up: the cannula was inside of the patient when the issue occurred. There was no injury to the patient, nor any need for medical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula accessory to perform failure analysis. The cannula was found to have a weld defect. The cannula was inspected and found that cannula's tube could move independently from the bowl component, and the two components were easy to separate. These components are welded together during manufacturing and should not be able to move independently or separate from one another. The weld that joins the tube and bowl was not found to be damaged.

Event description:
Refer to h11 for follow-up information.